Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm xience v device is being filed under a separate medwatch MFR number. Stent: 2.5 x 15 mm xience v. There was no reported product deficiency. The reported myocardial infarction and death are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an anomaly was noted on electrocardiogram on an unspecified date. Upon consultation with the cardiovascular department, no noticeable symptoms were observed. However, multi-detector computerized tomography revealed the left anterior descending artery to be 75% stenosed, and the distal right coronary artery to be 75% stenosed. On (B)(6) 2010 coronary angiogram was performed. The left anterior descending artery was 75% stenosed, with a diffuse lesion. On (B)(6) 2010, percutaneous coronary intervention was performed in the left anterior descending artery. Pre-dilatation was performed with a non-abbott dilatation catheter. A 2.5 x 23 xience v rx stent system was advanced and the stent was deployed. Post-dilatation was performed with a non-abbott dilatation catheter. On (B)(6) 2010 percutaneous coronary intervention was performed in the distal right coronary artery. Pre-dilatation was performed with a non-abbott dilatation catheter. A 2.5 x 15 xience v stent was advanced and the stent was deployed. Post-dilatation was performed with a non-abbott dilatation catheter. On (B)(6) 2011 the patient died at home. Autopsy revealed the patient died of myocardial infarction. Though requested, no additional information has been provided.